Event description:
The manufacturer received information alleging the ventilator did not detect ac power. It was reported that the device was not in patient use and there was no allegation patient harm. The device has yet to be returned to the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.